Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided. Synthes is unable to determine the manufacture date without a lot number. Note: synthes was initially notified of this event in 2008, however, this foreign device was not clearly associated with a similar us product until two and a half months later. This report is being submitted in accordance with 21 cfr part 803 based on the same date.

Event description:
A male pt was implanted with rods at l3-l4 and l4-l5 with l3-l4 the dynamic level. Pt complained of severe back pain and left radiating pain without neurological deficit. One rod was confirmed as broken on follow-up x-rays.